Manufacturer narrative:
Device evaluation: one twinfix ti 2.8 ultrabraid was returned for evaluation of the reported complaint mode, "loose anchor". The od of the anchor was evaluated and found to be within print specification. The complaint states that the anchor was screwed in without any hole prep. No information related to the patient's bone quality was provided. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. Based on these findings and the isolated nature of the incident, no root cause related to the manufacture of the device can be established. (B)(4).

Event description:
During a bankart shoulder repair procedure utilizing a twinfix ti 2.8 ultrabraid, it was reported that the anchor pulled out intact while the physician was tying the suture. The 2.8mm ti anchor was screwed straight into the bone. Another site was prepared and a backup device was used to complete the procedure. The initial site was left empty. The patient¿s bone quality was good and okay post-procedure. There were no reports of patient injuries or complications.